Event description:
It was reported that an incorrect device longevity calculation was obtained from the pulse generator. Interrogation with a different programmer yielded an accurate result. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.